Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A failure of difficulty to insert the iab into patient was reported and the introducer was replaced with a 9fr size. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon (iab) catheter could not be advanced through the 8 fr introducer via the femoral artery. There was no harm reported.

Manufacturer narrative:
Updated fields - a2, a4, 3a, b4, g3, g6, h2, h11. Corrected fields: h6 investigation findings and conclusion codes.